Manufacturer narrative:
(B)(4). Batch # n53918. Additional information was requested and the following was obtained: was the upper gi routine or done due to the device issue? Routine. He always completes an upper gi after each case. Was the cut line jagged, rough or shorter than expected? Staples were malformed. The only jagged portion was where the hole or tear was. Surgeon said that tissue thickness or a "dull or nicked" stapler blade may have been contributing factors. A new stapler was used to complete 3rd firing and the rest of the case without issue. The hole/tear that was made by the initial stapler 3rd firing was fixed by stapling adjacent to it with the new stapler. Was there a change to the post-operative care based on the event? No change to post operative care. The analysis found that one plee60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Picture received along with the device were review during the device analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on third firing with a gold reload and the stapler did not cut properly nor did it form proper staples and ripped a hole. There was also serosal tear in tissue. The surgeon over sewed on the staple line. A leak test was performed and upper gi was normal the next day.